Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the patient was implanted with right corpora 16cm and left corpora 18cm due to the original cylinder in the left corpora being punctured by a suture. Therefore, it had to be replaced with the 18cm.